Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿¿¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to wear of angle wire, bending angle in up direction and the play of up/down knob does not meet specifications, chips cracks and scratches found throughout the device, adhesive on bending section has a white clouded area, adhesive around objective lens and light guide lens is peeled, and connecting tube has a dent and discoloration. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. Facility was not aware, noted ¿no¿ as to when the foreign matter adhered on the device. The customer confirmed that the facility does not delay the start of precleaning of the equipment after use. Customer noted normal, no abnormalities on the accessories used for reprocessing. The customer noted that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. Facility flushed the air/water nozzle with water and air. Facility flushed air/water nozzle with detergent solution. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported the gastrointestinal videoscope had a compromised image blur. During inspection and evaluation, there was a foreign object inside the nozzle. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿[inspection of the endoscope]: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function]: inspection of the water feeding function: 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.